Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs 2937457-2014-00647 and 1225714-2014-01584.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and a cardiovascular event and subsequently expired on (B)(6) 2008 after the use of the product.